Event description:
Smoke appeared from an advia centaur instrument during routine operation. The instrument was switched off. About 20 patient samples on board were lost. There are no known reports of patient intervention or adverse health consequences for the patients due to the delay of results. There are no known reports of staff injury or property damage due to the smoke.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined the cause of the smoke was an overheated power supply. The power supply was in use for six months. The fse replaced the power supply. The original power supply was sent to the manufacturer for further investigation. The instrument is performing within specifications. No further evaluation of the device is required.